Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient required surgical intervention to alleviate the reported symptoms that could have been caused by an align product.

Event description:
The patient reported symptoms of tmd (jaw locking) and difficulty eating and talking. The patient reported having visited a maxillofacial specialist, who performed arthrocentesis surgery on the patient, due to the reported symptoms. The specialist mentioned that the patient was not a candidate for invisalign and that a bite plate and braces were needed instead. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was finished in 2018, but the patients mother believes this is a results of the treatment.